Manufacturer narrative:
A specific root cause could not be determined. The calibration and qc information showed no indication of any general system or reagent issue. It was noted that the customer's centrifugation time was very short with a high rpm. It is likely the issue was caused by inadequate pre- analytic handling.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for total (free + complexed) prostate-specific antigen (tpsa) on one patient sample. All results are in ng/ml. The original tpsa result was 0.067. The original result was generated from a lithium heparin tube. This result was reported outside of the laboratory. The result was questioned because the patient was known to have an elevated psa. A "red top" tube from the same collection time was run and generated a result of 8.61, accompanied by a data flag. The original lithium heparin tube was repeated and generated a result of 1.77. The customer deemed the result from the "red top" tube to be the correct result and edited the original tpsa result to 8.61, accompanied by a data flag. There was no adverse event. The patient was re-drawn in both a lithium heparin tube and a "red top" tube. The lithium heparin tube generated a result of 8.86, accompanied by a data flag; the "red top" tube generated a result of 8.79, accompanied by a data flag. The customer deemed both of these results to be correct. The lot of tpsa reagent in use was 16644201, with an expiration date of 03/31/2013. The customer performed an internal investigation and determined the cause to be an issue with the original lithium heparin tube.